Event description:
We have a cerner emr system that is connected to a philips patient monitoring system to chart vital signs (vs) semi-automatically. The system requires the nurse to request the vs be downloaded, verify the vs and have them post to the patients chart. Several times the staff reports that vital signs have been downloaded, viewed, approved and have subsequently disappeared from the system. Cerner apparently was aware of the problem and installed a "patch" to fix it. The frequency of the problem had significantly decreased but the problem continues to present. This is a complex problem and troubleshooting requires collaboration between in-house biomed, the hospital's corporate it emr team, and the cerner troubleshooting team.